Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm at 4.0 lbs during prime test and motor error alarm during occlusion test due to faulty force sensor resistor. The insulin had missing end cap sticker, scratched lcd window, cracked battery tube threads and broken reservoir tube lip.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 344 mg/dl at the time of incident. The insulin pump will be returned for analysis.